Manufacturer narrative:
Other applicable component is: product ID 3890 lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional that reported there was a technical issue and that there was lead dislodgment. The event occurred at follow-up. Event management included lead replacement. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.